Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the electrical connector had discoloration due to water leakage, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the lock engagement lever the up/down knob could not be locked securely, the up/down knob had corrosion, due to wear of angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the objective lens had a chip, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the forceps channel port was shaved, the plastic distal end cover had a scratch, the grip was shaved, switch 2 had a scratch, the control unit was shaved, the adhesive on the bending section cover rubber had white-clouded area, the suction cover was shaved, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope was sprayed with water without the waterproofing cap and the electric connector was water covered. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.